Event description:
It was reported that the cartridge was not fully snapping into the pump. The customer reverted to manual injections for insulin therapy. There was no reported impact to the customer's blood glucose level.